Manufacturer narrative:
The unique identifier was not available at the time of reporting. (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the reference guide cannot be completely fixed due to fixation screw thread issue. The health care professional mentioned that before surgery they tried to fix the reference guide on the articulating arm but they could not due to some mechanic issue on the crew thread that fix the reference. The reference guide could not be completely fixed due to the fixation screw thread issue. There was no delay to the procedure. No impact on patient outcome.